Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) inspected the device on-site, where the issue was confirmed. During troubleshooting the pressure transducer printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided. The replaced pressure transducer pcb was returned for further investigation. During simulated use testing of the returned pressure transducer pcb, the issue could not be reproduced. The inspiratory/expiratory pressure transducer is used to measure the pressure in the inspiratory/expiratory channel. The pressure, conveyed via the pressure tube connected to the inspiratory /expiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement for the pressure in the actual channel. The conclusion of the investigation is that the device failed to meet its specifications, and the replaced pressure transducer pcb was most likely the cause of the reported issue. During the investigation of the returned part, the reported issue could not be reproduced. Therefore, it was not possible to confirm if the replaced pressure transducer pcb was faulty.

Event description:
Manufacturer's ref. #: (B)(4).